Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified due to a different issue found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that no insulin was seen exiting the cartridge during the load process. Customer's blood glucose was 204 mg/dl. Reportedly, customer had manual injections available as alternate insulin therapy.